Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed system was unable to start. Upon troubleshooting, fse confirmed that dcps of m cabinet failed. Fse replaced that dcps of m cabinet. After replacement of that dcps of m cabinet the system was returned to good working condition.

Event description:
It was reported to philips that the device was unable to start up. The device was in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and confirmed the device was stuck at 00:00 on the countdown and failed to enter the system application interface. The fse determined the dcps of the m cabinet failed. After replacing the dcps, the system was returned to expected functionality.